Event description:
During a follow-up appointment, the physician confirmed that ¿the bottom of the tulip parts on the plate broke¿ of an oasys midline occiput plate-large- long post-operatively. Revision surgery was scheduled for (B)(6) 2019.

Manufacturer narrative:
Correction to h.3.: updated from 'device evaluation anticipated, but not yet begun' to 'device has been explanted but will not be returned'. Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed, and no relevant manufacturing or similar complaints were identified. Per surgical technique: while the expected life of spinal implant components is difficult to estimate, it is finite. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. These implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed. The actual root cause cannot be determined, possible root causes include: improper construct, set screws not tightened correctly. Excessive load due to unstable construct. Excessive load due to patient anatomy/pathology. Patient performs strenuous post-op activities. Surgeon applying too much torque to seat the screw head.

Event description:
During a follow-up appointment, the physician confirmed that ¿the bottom of the tulip parts on the plate broke¿ of an oasys midline occiput plate-large- long post-operatively. Revision surgery has occurred.